Event description:
It was reported that the tandem mobi pump's battery would not charge. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.